Manufacturer narrative:
The device was received for evaluation. Visual inspection revealed reddish orange particulate matter inside the needle syringe. The reddish particulate matter and calcium chloride vial were inspected under a microscope. The particulate matter inside the needle syringe was of similar color, texture and shape as a missing segment from the calcium chloride vial red stopper puncture site. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed in the mixing syringe of a floseal hemostatic matrix set. The pm was discovered during preparation and before patient use. There was no patient involvement. No additional information is available.